Event description:
Clinical study. Same pt as 6000089-2005-00617. It was reported that 16 months coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 4.0mm, 95% stenosed portion of a saphenous vein graft in the 2nd obtuse marginal (2nd ob.marg) branch. The dr treated the lesion with predilation and successfully placing a taxus express 8.8% 3.50x12mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Sixteen months after the initial procedure, the pt required a tvr. The dr successfully placed a johnson & johnson cypher stent in the 2nd ob.marg to treat in-stent diffuse restenosis. The pt was discharged the next day.